Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two capio slim devices used during the procedure. It was reported to boston scientific corporation that two capio slim devices were used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the capio carrier of the first capio slim device (MFR report #3005099803-2018-60329) got stuck in the cage of the suturing device. A second device (MFR report #3005099803-2018-60328) was opened and the same problem occurred. The procedure was completed with another capio slim device. There were no serious injury or no adverse patients effects resulted from the procedure.